Event description:
The pt's meter was set to the incorrect unit of measurement. The reporter stated that the meter was new. She took the meter to the pharmacy for assistance and the pharmacist helped to change the code. No treatment was received and no injury or harm was alleged. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. A replacement meter was being sent.